Event description:
It was reported that during a basilar artery (ba) thrombectomy procedure, the thrombus was distributed throughout the entire length of the ba. The operator selected a microcatheter and a subject guidewire to establish the pathway. After normal flushing and wetting of the products, the microcatheter was delivered. When the microcatheter reached the proximal end of the thrombus, the operator advanced the subject guidewire through the thrombus into the posterior cerebral artery (pca) in order to deliver the microcatheter past the thrombus. However, when the subject guidewire reached the middle segment of the thrombus, significant resistance was encountered, preventing further advancement of the subject guidewire. The operator twisted and adjusted the tip of the subject guidewire, but it still could not pass through the lesion. Next, the operator withdrew the subject guidewire into the microcatheter and planned to reshape the tip of the subject guidewire before attempting again. After retracting the tip of the guidewire into the microcatheter, the operator continued to withdraw the subject guidewire but found that it had fractured approximately 35 cm from the tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a basilar artery (ba) thrombectomy procedure, the thrombus was distributed throughout the entire length of the ba. The operator selected a microcatheter and a subject guidewire to establish the pathway. After normal flushing and wetting of the products, the microcatheter was delivered. When the microcatheter reached the proximal end of the thrombus, the operator advanced the subject guidewire through the thrombus into the posterior cerebral artery (pca) in order to deliver the microcatheter past the thrombus. However, when the subject guidewire reached the middle segment of the thrombus, significant resistance was encountered, preventing further advancement of the subject guidewire. The operator twisted and adjusted the tip of the subject guidewire, but it still could not pass through the lesion. Next, the operator withdrew the subject guidewire into the microcatheter and planned to reshape the tip of the subject guidewire before attempting again. After retracting the tip of the guidewire into the microcatheter, the operator continued to withdraw the subject guidewire but found that it had fractured approximately 35 cm from the tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.